Event description:
This event is being filed due to the clip (10294725/(B)(4)) becoming caught on the tip of the steerable guide catheter during removal. A difficult to remove device has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the clip delivery system (cds) performed as expected and one clip was implanted without any problems. A second clip (10294725/(B)(4)) was inserted, straddled with the steerable guide catheter (sgc), and the cds "m" steering knob was turned to steer the clip down to the mitral valve, but the clip moved unexpectedly superior towards the left atrial roof. After several unsuccessful attempts to steer down, it was decided to remove the device. Upon removal, the clip became stuck on the soft tip of the sgc. In an attempt to remove the clip, the gripper lever was pulled a little more raising the grippers. The clip was able to then be pushed off of the soft tip. The device was removed from the anatomy. Another cds was used to complete the procedure. The degenerative mitral regurgitation grade was reduced from 3 to less than 1 with the implantation of two clips. Post procedure, the patient was extubated and was clinically stable. There was no adverse patient effect. Upon return of the sgc to abbott vascular, the sgc soft tip was observed to be torn with no missing material. Reportedly, the damage was not observed at the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. The reported difficulty positioning the cds/sleeve steering was not confirmed via returned device analysis as the steering knobs and cds tip deflection functioned as expected. Potential causes for sleeve steering issues resulting in difficulty positioning the cds are, but not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to position, sleeve steering issues or difficult to remove/clip caught on guide tip incidents from this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details suggests that the user prepared and advanced the mitraclip system toward the valve according to the instructions for use (IFU). In this case, since the analysis was unable to confirm the sleeve steering issue, it is possible that there were unidentified procedural interactions (due to the anatomy) which resulted in more tension on the device and therefore, contributed to the sleeve steering issue; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the sleeve steering issue/difficult to position could not be determined. There does not appear to be any indication of a product quality deficiency. It was reported that while removing the cds from the steerable guide catheter (sgc), the clip got caught on the sgc tip. The sgc was returned with tears in the soft tip, which is indicative with the clip getting caught on the guide tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. During functional testing of the devices, no issues were noted when removing the cds from the sgc; however, the difficulty retracting the clip into the guide could not be properly replicated a testing environment due to the damaged condition of the returned sgc. Based on the information reviewed and the analysis of the returned devices, the reported difficulty removing the cds and damage to the sgc appear to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency. It should be noted that the mitraclip IFU states to slowly release the sgc deflection by turning the steering knob in the negative direction to straighten the tip. The IFU also cautions that failure to fully close the clip prior to retraction into the guide may damage the clip. Although it could not be confirmed if the guide was straightened or the clip was fully closed upon cds removal, user technique was likely a contributing factor to the reported clip getting caught on the guide tip.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, mitraclip (x1). The clip delivery system has been received for analysis. Investigation is not completed. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the anatomy was not considered as challenging. Before the second clip (10294725/(B)(4)) was inserted any stored torque was released during preparation of the device. It was not known if the steerable guide catheter (sgc) tip was straightened during the removal of the clip delivery system (cds), but the tip was in a neutral position when the cds steering m knob was turned. It was thought that during the first attempt to retract the clip into the sgc, the clip arms were fully closed, but the arm positioner may have been in neutral. During the second attempt to retract the clip, the arm positioner was turned in the fully closed direction. No additional information provided.